Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2003, an ams sparc pelvic mesh product was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleges the plaintiff has "experienced significant mental and physical pain and suffering" and "medical treatment and has sustained permanent injury" as well as "some permanent disability" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.